Event description:
A fallopian tube clip was being applied to the tube. The physician was not able to close the metal spring of the clip completely over the plastic jaws with the applicator. A grasping forceps was used to fully close the spring. No pt problems were reported.